Event description:
It was reported that there was noise on the patient's right ventricular (rv) lead. The patient had explained that the issue first showed up in (B)(6) 2017, while being followed at another clinic. The patient presented asymptomatically and there were no signs of inappropriate therapy. There were no programming changes done and the patient will continue to be followed normally.

Manufacturer narrative:
(B)(4).